Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced infection at infusion set insertion site event on (B)(6)2024. Patient discussed infection with hcp and prescribed with medications. The infusion set was in use for overnight. Patient was treated with correction via multiple daily injection (mdi). No further information